Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, we the technician confirmed that the ultrasound connector body fluid damage, the lg connector fluid damage, the insertion flexible tube coating damage, the us connector cable (long) buckled, the ultrasound connector body corroded, the lg connector corroded, the bending rubber leak, the bending rubber cut, the root brace rubber (junction body) cut, the lcb (light carrying bundle) defective, the suction channel kink, and the us probe eus image no scanline; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).